Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Although it was reported that a patient, who had a bard port, has expired, there was no information provided by the facility to reasonably suggest the use of the bard port caused or contributed to the patient¿s death. The facility confirmed the port functioned as intended. Although the facility initially requested assistance from the bard sales representative to revise the implant procedure, they later declined assistance, stating they will ¿reconfirm the implant procedure¿. Despite multiple attempts to obtain additional information regarding the implant procedure, port use, and the patient¿s death, the facility is unable or unwilling to provide additional details. As there is no allegation of a deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device, this complaint will be canceled.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the patient expired. On sep. 20, 2016, the sales rep visited the facility and attempted to obtain the information of the event, for example, patient information, cause of the event, etc. However, the facility did not provide any information. The facility did comment that the implanted port had no abnormalities. On 10/05/2016 - facility states they called the sales rep because the patient died and they wanted to revise the procedure of the port implanting. Patient symptoms and cause of death was requested but not provided. It could not be confirmed why the facility will not provide any additional information. On 10/06/2016 - medicon informed us that the sales representative asked about the procedure that contributed to the patient's death and details of the port implant procedure that the facility wanted to revise. However, the facility did not provide any details about the procedures. The facility only said that they would reconfirm the implant procedure. It is not expected to obtain any other information from the facility.